Manufacturer narrative:
Reported event: an event regarding disassociation involving a mdm liner was reported. The event was not confirmed. Method & results -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: no medical records were received for review with a clinical consultant. -device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusion: it was reported that the patient was revised due to disassociation of the mdm liner from the shell. The exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
Revised a right hip liner and head due to the mdm metal liner disengaging from the shell and overall instability. He tightened one of the acetabular screws a couple of turns and re-implanted a new mdm liner and went from a -4mm head to a +12mm head.